Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had been in a car accident, following which the ipg began moving around in the pocket. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the pocket was revised and the ipg was sutured to the fascia. Postoperatively, the patient has effective therapy.